Event description:
Reportedly, during an incoming inspection, the packaging of the subject programmer was found damaged. Testing of the programmer did not reveal any anomaly. Preliminary analysis results confirmed that the programmer was released following all applicable procedures.

Manufacturer narrative:
D3 and g1 : updated. Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, the packaging of the subject programmer was found damaged. Testing of the programmer did not reveal any anomaly. Preliminary analysis results confirmed that the programmer was released following all applicable procedures.